Event description:
It was reported the scs ipg was unable to communicate with the pt programmer and the charger. Different charger and programmer were unable to resolve the issue. A possible surgical intervention to resolve the issue is underway. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.